Event description:
Reporter stated that a neonate's blood glucose was measured, on the performa system, with a result of 43 mg/dl. The neonate's blood glucose was reportedly retested, on another hospital instrument, with a result of 62 mg/dl. Reporter stated that an additional comparison was performed with neonate's blood glucose measuring 24 mg/dl, on the performa system, and 42 mg/dl, on the other hospital device. Reporter noted that neonate was not treated based on the value obtained on the performa system. Two days later, the neonate's blood glucose was reportedly tested, on the performa system, with a result of 41 mg/dl. Blood glucose was immediately retested, on a different hospital device, with a result of 62 mg/dl. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in another country.